Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Medical device problem code a1102.

Event description:
The complainant reported that the console was displaying an alert indicating a fiber optical sensor issue. There was no patient involvement.

Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Added d9 and updated h3 to ¿yes¿ since the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the "optical sensor system error" was an optical pressure measuring unit malfunction.